Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation during insertion/perforation was noted at uterine fundus') in an adult female patient who had essure (batch no. 12254554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis, bacterial vaginosis, rash over arms, migraine, headache, pruritus, nausea, blurred vision, vaginal discharge, dysmenorrhea, pelvic pain, menstruation abnormal, creatine increased and glomerular filtration rate decreased. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: left: 3 coils, right: 5 coils. Essure insertion dates reported as per mr: (B)(6) 2004. Patient experienced 4 miscarriages since her essure procedure, events are captured in this case linked to three other cases: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: bilateral tubal occlusion post essure procedure. Lot number:12254554 manufacturing date: 2004-03 expiration date:2005-07. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, device ineffective, uterine perforation during insertion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation during insertion/ perforation was noted at uterine fundus') in an adult female patient who had essure (batch no. 12254554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis, bacterial vaginosis, rash over arms, migraine, headache, pruritus, nausea, blurred vision, vaginal discharge, dysmenorrhea, pelvic pain, menstruation abnormal, creatine increased and glomerular filtration rate decreased. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: left: 3 coils, right: 5 coils. Essure insertion dates reported as per mr: (B)(6) 2004. Patient experienced 4 miscarriages since her essure procedure, events are captured in this case linked to three other cases: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: bilateral tubal occlusion post essure procedure. Lot number: 12254554. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, device ineffective, uterine perforation during insertion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.